Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04100; related manufacturer reference number: 3006705815-2019-04101. It was reported that the patient only had adequate therapy for a few months after the implant. The patient felt the system was not working anymore. Per the physician the patient¿s leads had moved. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned to achieve better coverage, but still it was unable to get adequate coverage. Additionally, the physician also damaged the leads during the procedure. As a result, the entire system was explanted to address the issue.